Manufacturer narrative:
Evaluation of the first returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of a parent microcatheter prior to advancement, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the offset coil winds. During functional testing, the smart coil was advanced through its introducer sheath with resistance due to the offset coil winds. Resistance was experienced while attempting to advance the smart coil through the hub of a demonstration microcatheter due to the offset coil winds, and the smart coil could not advance any further. Evaluation of the second returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of a parent microcatheter prior to advancement, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the offset coil winds. During functional testing, resistance was experienced while attempting to advance the smart coil within its introducer sheath due to the offset coil winds, and the smart coil could not advance at all. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00567.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted seven non-penumbra coils. Next, two smart coils were unable to advance into the hub of the microcatheter and became stuck in the gap between the introducer sheath and the hub. Therefore, these smart coils were removed. Upon angiography, it was revealed that the target location was sufficiently packed; therefore, the procedure was ended. There was no report of an adverse effect to the patient.